Event description:
It was reported that rapid battery depletion was observed. Previous device check reported 0-3 months to eri. When patient presented in-hospital for a device change-out, 10 months to eri was noted. Merlin session record showed a large voltage drop in (B)(6). Device was explanted and replaced. There were o adverse consequences to the patient.

Event description:
New information notes that the device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-16747). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.